Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement and difficult removal. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a flail. It was noted the patient's anatomy was very tortuous. One clip was inserted and successfully deployed on the mitral valve. To further reduce mr, an additional clip was planned on being implanted. However, when retracting the clip delivery system (cds) through the steerable guide catheter (sgc), resistance was felt and the sgc slipped back into the right atrium (ra). It was noted the sgc became bent due to the tortuosity of the anatomy, which resulted in the difficult removal of the cds. The cds was removed without further issues and a wire was re-introduced to gain transseptal access. It was noted the dilator was discarded; therefore, the sgc was removed and replaced. An additional clip was successfully deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on available information, the reported unintended movement, difficult to remove (cds/sgc), and deformation due to compressive stress (shaft) appear to be due to patient anatomy. There is no indication of product issue with respect to manufacture, design or labeling.